Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cystectomy ('small ovarian cystectomy on the left') in an adult female patient who had essure (batch no. 628146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included plantar fasciitis and hemostasis. Previously administered products included for contraception: ortho-cept 0.15-30 mg-meg from 2005 to 2006. Concurrent conditions included plantar fasciitis, pap smear abnormal, rash, shingles, smear cervix abnormal, human papilloma virus infection, seasonal allergic rhinitis, uterine dilation and curettage, elbow operation, foot surgery, abdominal pain, amenorrhea, ovarian cyst, dizziness, headache, nervousness, depression, ovarian enlargement, amenorrhea, supraventricular premature beats, sinusitis, hyperlipidemia, mitral valve disease, prediabetes, alternation between constipation and diarrhea, irregular menstruation, prediabetes, supraventricular premature beats, mitral valve disease, weight gain, arthralgia, asthma and hyperlipidemia. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2009 for contraception as well as ketorolac since (B)(6) 2008, loratadine;pseudoephedrine sulfate (claritin-d) since 2014, naproxen from (B)(6) 2010 to (B)(6) 2017, salbutamol sulfate (ventolin hfa) from (B)(6) 2012 to (B)(6) 2016 and tiotropium bromide (spiriva). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain abdominal (right lower quadrant)") and abdominal pain ("abdomen pain"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient underwent ovarian cystectomy (seriousness criterion medically significant). The patient was treated with ibuprofen and surgery (bilateral salpingo-oopherectomy and oophorectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain lower had resolved and the ovarian cystectomy and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, ovarian cystectomy, pelvic pain and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure insertion date as given: (B)(6) 2008 and (B)(6) 2001. Received treatment for pelvic pain, abdominal pain insertion details: 2 coils on left and 3 coils on the right were visible within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injury reported in this case the following ones were conformed in patient medical record: dysmenorrhea (cramping), lower abdominal pain, apareunia, pelvic pain, abdominal pain. Lot number: 628146 manufacture date: 2008-09 expiration date: 2011-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cystectomy ('small ovarian cystectomy on the left') in an adult female patient who had essure (batch no. 628146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included plantar fasciitis and hemostasis. Previously administered products included for contraception: ortho-cept 0.15-30 mg-meg from 2005 to 2006. Concurrent conditions included plantar fasciitis, pap smear abnormal, rash, shingles, smear cervix abnormal, human papilloma virus infection, seasonal allergic rhinitis, uterine dilation and curettage, elbow operation, foot surgery, abdominal pain, amenorrhea, ovarian cyst, dizziness, headache, nervousness, depression, ovarian enlargement, amenorrhea, supraventricular premature beats, sinusitis, hyperlipidemia, mitral valve disease, prediabetes, alternation between constipation and diarrhea, irregular menstruation, prediabetes, supraventricular premature beats, mitral valve disease, weight increase, arthralgia, asthma and hyperlipidemia. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2009 for contraception nos as well as ketorolac since (B)(6) 2008, loratadine; pseudoephedrine sulfate (claritin-d) since 2014, naproxen from (B)(6) 2010 to (B)(6) 2017, salbutamol from (B)(6) 2012 to (B)(6) 2016 and tiotropium bromide (spiriva). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain abdominal (right lower quadrant)") and abdominal pain ("abdomen pain"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient underwent ovarian cystectomy (seriousness criterion medically significant). The patient was treated with ibuprofen and surgery (bilateral salpingo-oopherectomy and oophorectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain lower had resolved and the ovarian cystectomy and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, ovarian cystectomy, pelvic pain and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure insertion date as given: (B)(6) 2008 and (B)(6) 2001. Received treatment for pelvic pain, abdominal pain insertion details: 2 coils on left and 3 coils on the right were visible within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: total bilateral occlusion. Concerning the injury reported in this case the following ones were conformed in patient medical record: dysmenorrhea (cramping), lower abdominal pain, apareunia, pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received- case become incident, injury nos was removed and new events: apareunia, dysmenorrhea, dyspareunia, vaginal discharge, pelvic pain, lower abdominal pain, abdominal pain, ovarian cystectomy were added. Lot number was added. Essure insertion date and model number was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.